Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip detachment occurred. The coronary angiography of the patient showed 95% tubular stenosis of the right coronary artery. A 2.50mm x 20mm maverick balloon catheter was selected to pre-dilate the lesion. However, after opening its inner packaging, it was found out the shaft was broken and the front end of the balloon tip fractured. The device was replaced immediately, and the procedure was completed. The patient condition was stable post-procedure.

Event description:
It was reported that tip detachment occurred. The coronary angiography of the patient showed 95% tubular stenosis of the right coronary artery. A 2.50mm x 20mm maverick balloon catheter was selected to pre-dilate the lesion. However, after opening its inner packaging, it was found out the shaft was broken and the front end of the balloon tip fractured. The device was replaced immediately, and the procedure was completed. The patient condition was stable post-procedure. It was further reported that the physician pulled the device from the protective hoop and found the device fractured before connecting the pressure pump on the operating table. The balloon protector was removed and there was no midshaft debris left over at the pouch or protective hoop.

Manufacturer narrative:
E.1.: initial reporter phone: (B)(6). Device evaluated by MFR.: fg maverick 2 mr, 2.50mm x 20mm balloon catheter was returned for analysis. A visual and tactile inspection of the hypotube shaft identified multiple kinks along the shaft. A break was identified on the midshaft, 37.5cm from the bumper tip. Further investigation noted that no midshaft break residue could be identified on the hypotube section of the device as expected. The broken end section of the midshaft also appeared to be cut rather than uneven as expected from a break. A detailed microscopic analysis of the balloon material showed no tears or pinholes in the balloon. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands revealed no damage.